Event description:
It was reported that during pre-op, the cuff was leaking after intubation and could not be used, so he replaced it with the backup e ndotracheal tube and completed the operation. The cuff was not fully inflated. After the anesthesiologist injected 5ml into the cuff several times, the cuff was not fully inflated, and the anesthesiologist suspected a problem with the cuff. The cuff and tube checked prior to use and they did not function properly. Air was used to inflate the cuff. Nitrous oxide was used for the anesthetic. The first patient used a bite block to fix the endotracheal tube, and the endotracheal tube was not positioned correctly. During adjustment, the cuff was found to be leaking. The intracuff pressure was not monitored. The increased airway pressures was not noted prior or during the event. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis found that visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. The cuff and pilot balloons were manipulated and the pilot balloon inflated as intended and no leaks were observed. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes b18 and c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.